Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient anatomy was tortuous. During the procedure, while removing a 3maxc from a penumbra system ace68 reperfusion catheter (ace68), the physician experienced resistance and applied extra force to remove the 3maxc. Upon removal, it was noted that the 3maxc was stretched at the mid-shaft and that the inner coil was visible. The procedure was completed using the same ace68 and a new 3maxc. There was no report of an adverse effect to the patient.